Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could not charge the ipg. It was determined that the battery was too deep. The patient underwent an ipg revision and was able to charge post-operatively.